Event description:
The manufacturer received a voluntary medwatch (mw5105892) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient expired in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient expired in response to the reported event. An attempt was made to gather device information and to have the device returned to the manufacturer for evaluation but was unsuccessful. The manufacturer did not receive any additional contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
A correction was made and h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue and embolism. The patient expired in response to the reported event. In previous MDR , h6 health effect -clinical code was not updated ,now it is corrected and updated in this report.